Event description:
The electrode array of the pt's implant migrated out of the cochlea. The device was explanted and the pt was reimplanted with a new device. The surgery reportedly went well. This if a final report.